Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided. Date of event - ni, device product code - ni, expiration date - ni, date implanted - ni, manufacture date ¿ ni.

Event description:
During a chevron osteotomy procedure, the k-wire became stuck on the screw. The wire was cut, and the piece stuck on the screw remained in the patient. There was a forty-five minute delay in procedure as a result.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch concomitant products update: event date is unknown. Catalog #: p2010, frs screw dia 2.5mm - 10mm, lot # unknown. Catalog #: p2012, frs screw dia 2.5mm - 12mm, lot # unknown. Catalog #: p2014, frs screw dia 2.5mm - 14mm, lot # unknown. Catalog #: p2016, frs screw dia 2.5mm - 16mm, lot # unknown. Catalog #: p2018, frs screw dia 2.5mm - 18mm, lot # unknown. Catalog #: p2020, frs screw dia 2.5mm - 20mm, lot # unknown. Catalog #: p2022, frs screw dia 2.5mm - 22mm, lot # unknown. Catalog #: p2024, frs screw dia 2.5mm - 24mm, lot # unknown. Catalog #: p2026, frs screw dia 2.5mm - 26mm, lot # unknown. These devices were returned for evaluation but there was no lot identification available due to there being no etching on the device. The device history records cannot be reviewed since the lot number is unknown. The screws and k-wire were received for evaluation. It was found that no k-wires were stuck in any screws, also that three of the six returned devices have a blunt end where the other three have a double tip. The k-wires were functionally tested with the returned screws and it was found that there was some difficulty inserting the k-wire into some screws. These devices are used for treatment. The product history could not be completed since the lot number is unknown. The k-wires were functionally tested with the returned screws, and there was some difficulty inserting the k-wire into some screws. The complaint is confirmed due to the measurements on the k-wire confirming that there could be difficulty inserting into the screws. The root cause of the event is related to the k-wire being oversized. However, compatibility with the screws could not be confirmed as the identification of the k-wires could not be determined. Without a correct part number, we are unable to identify if the devices are nonconforming to print specifications.